Event description:
It was reported that the patient has been having some seizures and when he goes to swipe the magnet due to a seizure, he feels like sometimes it goes on and sometimes it does not. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported patient had a prophylactic generator replacement surgery. Product return attempt will not be made, as listed facility is a no return site. No other relevant information has been received to date.

Event description:
It was later reported that the patient went to his neurologist. The vns was interrogated and diagnostics were within normal limits. The patient¿s earlier reports of continued stimulation have resolved but patient now reports not being able to feel stimulation. The patient's neurologist increased stimulation and patient states he can now feel stimulation which is what he prefers. The neurologist explained decreased paresthesia effects over time. Patient wishes to proceed with prophylactic generator change since battery is 8 years old and to him ¿has been acting funny." The neurologist agreed and supports that decision. He made a referral to surgeon to be replaced. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.